Event description:
The customer reported to olympus, the hd camera head had a no image problem, the image disappeared. The issue was found before the intended procedure and the intended procedure was completed with another device without any delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image problem was confirmed. The device evaluation found abnormal image, black and white noise-like image, dent mark on the cable unit, main body was flooded and cracked, there was contact mark on the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the imaging noises are presumed to have occurred due to a communication failure caused by water intrusion from the fractured part of the main body. It was estimated that the cause of the main body fracture was due to mishandling. However, a definitive root cause for the image noises could not be identified. This issue is addressed in the instructions for use (IFU): do not hit or drop the product. Water leakage may damage the electric circuit inside the product. Olympus will continue to monitor the field performance of this device.